Event description:
It was reported that a clearlink continu-flo set had a hole in the tubing. It was unknown if there was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.